Manufacturer narrative:
Implant date: 2013.

Event description:
A report was received that the patient underwent a replacement procedure due to middling relief from the implanted system. The ipg was replaced. The patient was recovering post-operatively.

Event description:
A report was received that the patient underwent a replacement procedure due to middling relief from the implanted system. The ipg was replaced. The patient was recovering post-operatively.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The ipg exhibits normal device characteristics. Therefore, the probable cause selected is no problem detected.